Event description:
On (B)(6) 2012, the pt's husband reported that her blood glucose levels have been elevated lately. He does not think the infusion device is delivering enough insulin during basal deliveries. He stated that her blood glucose levels have been 200-300 mg/dl during the past three weeks. Her normal range is 120 mg/dl. The pt has been able to treat the elevated blood glucoses levels via injections of insulin. The pt has not had any lifestyle changes that could explain the elevated blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.